Event description:
It was reported that this right ventricular (rv) lead exhibited infection. The patient was referred to the following clinic for further check-up. No adverse patient effects were reported. The rv lead remains in service.